Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Found corrosion inside the battery tube during an initial inspection. The pump passed the displacement test and a test p-cap locks properly into the reservoir compartment. Successfully downloaded the trace and history files using thus. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The following were noted during the physical inspection: scratched case, cracked retainer, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Cracked retainer was found during the physical inspection. Found corrosion inside the battery tube during an initial inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump were damaged and got fa 896 notification. No more information about the ring. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it was returned for analysis.